Event description:
It was reported that when the physician opened a lead for implant (out of the box), he found the tip to be bent. This also occurred with another lead. A new lead was used, and the implant was completed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3389-28, lot# v838539 showed the distal end of the lead was bent between the #0 and #1 electrodes. The continuity was acceptable and no shorts were observed between circuits.